Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose (values not provided). Customer changed pump supplies and adjusted pump settings. Reportedly, customer used pump supplies and insulin for longer than 3 days. After reverting to another pump, customer's bg stabilized. Customer alleged pump was the cause of the fluctuating bg.